Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): with the provided information, the looping deformation of the guide wire in the guiding catheter is likely due to the force given to the guide wire during use, however, detail could not be identified. Since all the shipped products are inspected in the production process for meeting the product specifications and release criteria, there is no indication of a product deficiency. The warnings section of the instructions for use describes: if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. Reviews of the lot history record and complaint history could not be conducted because the part and lot number were not provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is manufactured by asahi intecc. Co. Ltd. Medical division; however, (B)(4) distributes the device and is responsible for MDR reporting. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The 2.0x15mm mini trek referenced is being filed under a separate medwatch MFR number.

Event description:
It was reported that the procedure was performed to treat a lesion in the lima graft to the left anterior descending (lad) artery. A prowater guide wire was advanced, but failed to cross to the lesion due to the anatomy. A 2.0 x 15 mm mini trek balloon was advanced for support, but the guide wire still would not advance. Additionally, the balloon was too short to reach the distal lad through the catheter. The guiding catheter was removed and the mini trek was re-advanced with a shorter guiding catheter. A new prowater guide wire was advanced with the support of the same balloon, but the devices could not cross to the lesion. An inflation was made in the mid to distal segment of the lad. With the balloon inflated, the devices still could not cross to the lesion due to the anatomy. The balloon was deflated and the devices were removed. During removal of the balloon, the guide wire was looping into the guiding catheter; therefore, all devices were removed together. At that time there was significant resistance when getting the equipment in the abdominal aorta. After the devices were removed, it was observed that the 10cm of the distal portion of the balloon had separated and remained in the abdominal aorta. A multipurpose catheter and snare were used to successfully retrieve the separated tip. The patient was confirmed to be stable post-procedure. No additional information was provided.